Manufacturer narrative:
On the 12th of june, the user sent an additional email to dario stating that she received in a matter of ten minutes, a bg reading of 168 mg/dl using the meter from the infusion facility, compared to a bg reading of 350 mg/dl that she received from her dario meter. On the 13th of june, dario's representative spoke with the user, who stated that she receives an IV once a week, and that she received bg readings of 138 mg/dl and 168 mg/dl at the facility. The user also stated that she had thrown her dario meter away, and therefore, no troubleshooting steps could be taken. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On june 11th, the user contacted dario to report high blood glucose (bg) readings. The user, who stated that she has been using the dario meter for many years, reported receiving a bg reading of 350 mg/dl from her dario meter after returning home from the facility where she received an infusion for her diabetes. The user reported receiving a bg reading of 138 mg/dl at the facility after receiving her infusion.